Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported incorrect stent size was not confirmed. The unshaded marker on the label was confirmed. This is a cosmetic issue that does not affect the use or performance of the device. A search of the complaint handling database was performed and confirmed one other incident identified from this lot for a label marking issue. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to label markings was identified. The event was possibly related to a manufacturing issue. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xpert pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the outer package of the 5x40mm xpert pro stent system only shows a distal marker and no proximal marker on the drawing of the outer package. The package was placed under x-ray in which two markers were observed. The distance between the markers was measured and the distance was 2 cm and not 4 cm. The device was not used. There was no clinically significant delay in the procedure. There was no additional information provided.